Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on or about (B)(6), 2012 during the use of the product. Patient was transported to the hospital. Patient experienced another cardiovascular event on (B)(6), 2012 during use of the product at the hospital.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving three separate products; associated mdrs 1225714-2014-02181, 1225714-2014-02182, 1225714-2014-02183, 1225714-2014-02184, 2937457-2014-00768 and 2937457-2014-00769.